Manufacturer narrative:
The date received by manufacturer has been used for this field. Results: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review was not condudcted because a lot number could not be determined. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect.

Event description:
It was reported that an unspecified bd eclipse¿ needle was found to have caused a skin reaction, post use. There was no report of medical intervention.